Event description:
The customer originally returned his olympus evis lucera bronchovideoscope due to a poor quality image noted during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the coating material on the device was peeling. This report is being submitted to capture the peeling coating noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the coating on the serpentine was peeling off. Additionally, the insertion section of the serpentine had scratches present and was deformed in several location. The universal cord was likewise damaged with the coating peeling and deformations present. It was also noted that the adhesive on the distal end was peeling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that stress of repeated use, external factors, or handling caused the event. Olympus will continue to monitor field performance for this device.